Manufacturer narrative:
Additional information: d9, h3 plant investigation: blood pump rotor was returned with one of the rear guide sheave (polymer sleeve) loose. The sleeve appears to be deformed and can be easily removed from the pin. The other rear sheave and roller guide have signs of unknown substance. Insert the sleeve back onto the guide pin and install the returned rotor onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis. The returned rotor did not puncture the bloodline, no fluid leaks occurred, and the loose sleeve did not dislodge from the pin during testing. Investigation determines that there was causal relationship between the objective evidence and the alleged event; the alleged event is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was confirmed.

Event description:
A user facility registered nurse (rn) reported a rotor pin cover came off during hemodialysis (hd) treatment and cut the blood line. The amount of blood loss was estimated at 300cc. The rn requested a replacement rotor and was provided the part number and the part was ordered. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. Additional information was requested but was not received to date.

Event description:
A user facility registered nurse (rn) reported a rotor pin cover came off during hemodialysis (hd) treatment and cut the blood line. The amount of blood loss was estimated at 300cc. The rn requested a replacement rotor and was provided the part number and the part was ordered. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the component was not returned; a physical investigation was not performed. Investigation determines that there was causal relationship between the objective evidence and the alleged event; the alleged event is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was confirmed.

Event description:
A user facility registered nurse (rn) reported a rotor pin cover came off during hemodialysis (hd) treatment and cut the blood line. The amount of blood loss was estimated at 300cc. The rn requested a replacement rotor and was provided the part number and the part was ordered. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. Additional information was requested but was not received to date.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.